Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will eval it and, if the meter does not pass inspection, lifescan will inform FDA of results in a supplemental report.

Event description:
On 10/20/04, the pt contacted lifescan alleging that her one touch basic enhanced meter had missing segments in the display. She had last testing with the meter in 2004, at 8:30 am and obtained a result of 120 mg/dl on the reported meter. The pt took no actions to affect her blood glucose level following use of the meter. She contacted her medical professional for advice and rec'd no treatment. The customer svc rep confirmed that the meter display was missing segments. The pt neither alleged harm nor experienced injury or medical intervention. Based on the meter display missing segments, there is an indication that the prod malfunctioned and that the event meets the criteria for medical device reportable. The meter was replaced.